Manufacturer narrative:
(B)(4).

Event description:
The patient received two cervical leads with the same lot number. It was reported the patient experienced ineffective stimulation (date of event is unknown). The patient declined reprogramming attempts to resolve the issue. The patient stated that she would be scheduling an explant of her system. Per the sjm representative, sjm will most likely not be notified if and when the explant occurs.